Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported recurring unexpected restart alarm. Blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and could not use the act button to clear the alarm. Troubleshooting was performed. Insulin pump was not stored or not in use for an extended period of time. Unexpected restart alarm occurred after inserting new battery. Customer also mentioned that the insulin pump buttons were unresponsive and troubleshooting was performed and completed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. Unit had unresponsive buttons due to flattened (creased) act and down buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected restart alarm error test, rewind test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test or verify , unexpected restart alarm alarms or time/clock anomaly due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.